Manufacturer narrative:
H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6, type of investigation code: 4110, lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault and blurred vision. In a separate surgery the lens was explanted. On the same day separate surgery a longer length was implanted and the problem was resolved. The cause of the event was reported as unknown.